Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing. Troubleshooting was unable to be performed as the customer reverted to manual injections. The customer reported a new infusion set would be used and insulin therapy on the pump would be resumed; however, customer declined follow up. The customer's blood glucose was in the 400 mg/dl range with small ketones and was addressed with manual injections.